Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during the use of 2.4mm jetstream® xc atherectomy catheter in the right superficial femoral artery (sfa), loss of aspiration occurred. The physician removed the catheter and completed the procedure with another jetstream catheter. No patient complications were reported and the patient was fine.